Event description:
On august 27, an amazon customer commented that the product was false negative: customer said that the product gave never positive result. The reporter then immediately retested with better on/go test that came out positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.